Manufacturer narrative:
(B)(4). Misaligned, yielded jaws. Evaluation summary: the analysis results confirmed that the jaws had become misaligned and yielded causing the clips to be scissored and making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device presented problem when deploying the clips, which were released misaligned. Another same like device was used to complete the surgery. There was no patient consequence.